Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh erosion, infection, malodorous discharge, pain, dyspareunia, urinary frequency, and over active bladder. An excision of the mesh was performed.